Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use, the video arthroscope was unviewable. The procedure was completed with a competitor device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of returned device found distal tip damage, cracked needle, weld defect and broken lenses. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Internal complaint reference case-(B)(4). H11 h6 and h8: annex e and f codes updated. Usage of device updated.